Manufacturer narrative:
Device received with unexpected battery power loss and had sleep current measurement test due to moisture damage around the battery connectors, on both the keypad and force sensor cables, and on the back of the lcd screen.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump had replace battery now alarm without low battery alarm. Customer¿s blood glucose was 7.6 mmol/l at the time of incident. Customer state this is the second occurrence of replace battery now without a low battery warning. The insulin pump will be returned for analysis.